Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the non-dependent asymptomatic patient¿s right ventricular lead¿s capture threshold was gradually rising and reached a level where the physician opted to cap and replace the lead on (B)(6) 2017. The patient left the hospital in stable condition.